Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown liner, unknown. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06725.

Event description:
It is reported that the patient was revised due to dislocation. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: corrected: medical product: versys hip system femoral head, catalog#: 00801803205, lot#: 60178501 complaint sample was evaluated and the reported event was confirmed. A versys 36mm femoral head was returned for evaluation. As returned, the articulating surface exhibits damage in the form of scuff marks and scratches. Dimensional measurements are taken and they were conforming to print specifications. Liner was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00537